Event description:
The customer reported the system locked up with collimator closing. Once the system was rebooted it worked with no further issues. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the hand and foot switches were replaced during the service call. The system was tested, found to be working as intended and returned to service.